Manufacturer narrative:
Co received additional info that provided co with the catalog numbers and mfg lot numbers. Co has also provided the mfg date for these devices. Part# 1741-11-000, lot# 463790, MFR date 4/21/1993. Part#1741-17-000, lot# 462130, MFR date 3/19/1993. Part# 1741-17-000, lot# 462170, MFR date 3/23/1993. Part# 1741-17-000, lot# 462230, MFR date 3/19/1993. Part# 1741-17-000, lot# 462260, MFR date 3/19/1993. Part#1741-17-000, lot# 462280, MFR date 3/19/1993. Part#1741-17-000, lot# 462280, MFR date 3/19/1993. Part#1741-17-000, lot# 462280, MFR date 3/19/1993. The products were not returned to the MFR for evaluation. It is still unsure which product was fractured. There has been no additional info as to which part number failed. Therefore no baseline was done. Based on the part numbers, an initial baseline was done with the part numbers on 2/4/1997.

Event description:
Complainant claims a portion of the hardware failed and fractured.